Event description:
Product analysis for a physician's handheld device and software flashcard was approved on (B)(4) 2012. During the analysis it was identified that the top half of the display was not displaying the screen image. The cause for the display anomaly is associated with a damaged display. No further anomalies were identified during the analysis. (No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.) The devices were returned as the physician initially reported that he noticed cracked screen pixels on the handheld device. The physician stated that the device was in the carrying bag, and when he pulled it out to use it, he tried turning it on, but the upper half of the screen skipped lines, and the upper top was completely blank. The physician did not know what happened to the device. It was later confirmed that the physician did not attempt to use the device on any patients.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.